Event description:
Allegedly experiencing rust with these reamers.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete; however, a voluntary recall has been initiated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01049.

Manufacturer narrative:
Conclusion: device failure occurred & was related to event.the complaint was reviewed. The product was not returned.